Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device jaws would no longer open while on the fallopian tube of the patient during a total laparoscopic hysterectomy. An ultrasonic device was used to remove the device from the patient. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Date of follow-up report : (B)(6) 2015. Visual inspection found tissue in the jaws. The jaws opened and closed normally using the handle. The device was activated on simulated tissue with acceptable results. No sticking occurred.